Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17590244/17590244.

Event description:
It was reported that the patient was experiencing ineffective therapy. All device components were explanted and will not be returned.